Event description:
It was reported that during an in clinic follow up, loss of capture and an increase in pacing impedance were noted on the right ventricular (rv) lead resulting in the patient experiencing dizziness. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient is in stable condition and will continue to monitored.